Event description:
The customer reported that the system displayed an error and shut down without command. There was no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.